Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture. During a device change out procedure, the lead exhibited a sharp bend at the suture spot. The lead was capped and replaced. The patient did well post operation.